Event description:
The customer reported a failure to alarm for arrhythmias on their philips information center ix (pic). The device was in use on a patient. There was no report of patient or user harm.